Manufacturer narrative:
The condition of failure code 500 was confirmed through the event history. An assignable cause could not be determined. A keypad test was performed and no problem was found. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that will not work. This condition was found in the ER. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history it was determined that a failure code 500 occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "undetermined malfunction". (B)(4).